Manufacturer narrative:
(B)(4). Sample will not be returned for eval. This is one of 3 records reflecting multiple occurrences (B)(4). Add'l occurrences are documented as MDR # 1036844-2009-00149, MDR # 1036844-2010-00067. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(4) 2009 through (B)(4) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the clinician that they have encountered an incident with the following medical tubing. The last breakage caused a severe cytotoxic spill and contamination of a pt. No further details are available at this time.